Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A center manager reports lasik flaps are thin. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer (fse) measured the flap thickness around 5-10m too thin. Fse completed system verification and adjusted z offset to increase flap thickness. System is operating according company specifications. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The offset is variable and was adjusted from -510 to -500 (z-offset acceptable range is -440 up to -540 m). Potential contributing factors: too thin and/or incomplete flap may be due to movement of the patient, improper docking and/or too much fluid on the eye. (B)(4).